Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. Refer to associated MFR report# 3005099803-2008-03713, for a description of the second event. A resolution clip device was used during an unspecified procedure in 2008. According to the complainant, when the device was deployed, "it failed to detach." The physician attempted to complete the procedure with a second resolution clip device.

Manufacturer narrative:
The suspect device has been received for eval; however, the analysis has not been competed. Therefore, the cause of the reported malfunction is currently undetermined.